Event description:
The user facility reported that the clamp slipped and caused a pt laceration. Requested additional info from the facility.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation will be conducted based on the reported info.